Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an insulin occlusion alert followed by a restart alarm identified as a motor stall, after which the user restarted the ilet and, with guidance, performed a rewind, a dry run to 151.3 units without alerts, and a full supply change including cartridge, connector, tubing fill to drops, new infusion set insertion, and cannula fill before resuming delivery. Symptoms included no reported adverse clinical effects. Outcomes included continuation of therapy without interruption after troubleshooting. Investigation included guided troubleshooting, a dry run to assess motor function and delivery, and a full supply and infusion set replacement. Investigation of this case revealed no recurrence of alarms during the dry run or after the complete supply change, consistent with a transient delivery interruption consistent with an occlusion or consecutive stalled motor not reproduced after component replacement. It was concluded, based on previously established findings for similar reports, that the cause was likely user-correctable flow restriction or transient motor stall resolved by supply change and system reset.